Event description:
A physician called to obtain info on increase in joint pain and stiffness following hyalgen injection in clinical trials. The physician wants to know if this is reported as a transient event. The pt is a 95 y/o female who is living at home. She has severe genu valgus. Radiological grade iii bordering on IV. She has received multiple steroid injections in both knees, every three months for several years. She was administered two injections of hyalgen in each knee. She reported problem to rheumatologist at her appointment for third injection, but the event occurred overnight following the second injection. On the day following second injection she felt much worse with increase in crepitus, laxity, no stability. (She has to hold on to somebody when she walks), decrease in mobility (difficulties in walking from bed to bathroom). No local sign (cool knee, no swelling). The physician is wondering whether or not to discontinue hyalgen and believes that product should not be used in pts with severe radiological valgus. The package insert and safety summary findings were discussed with her and she was transferred to the medical dept for info.